Event description:
The pt was implanted with a siltex spectrum post-operatively adjustable mammary prosthesis on 1/6/94. Subsequently, the pt experienced a deflation of the device, an infection and exposure/extrusion of the device. The device was removed on 11/2/98.